Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the carrier was unable to retract from the cage. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.